Manufacturer narrative:
Mml reference #: (B)(4). B2 other: suspected dural puncture. The implanting doctor is formally trained by mainstay medical limited and qualified to perform reactiv8 system implants. The incident was associated with the surgeon's action, and there was no report of a product deficiency.

Event description:
It was reported that the implanting physician was new and being mentored by another surgeon at the time of the initial implant. The implanting physician was guided to angle the introducer needle 60 degrees to better grip the needle tip on the fascia. However, the implanting surgeon advanced the introducer needle quickly when clear fluid began leaking out of the end of the introducer needle. It happened in seconds, and the implanting surgeon was instructed to stop and retract the needle. It was assumed that the patient had a dural puncture as a result of the needle approach and placement. The implanting physician is new and being mentored by another surgeon trained and certified to perform the reactiv8 system implants at the time of the event; he is not a representative for mainstay medical. The device was implanted successfully. There was no negative impact on the patient.the patient was discharged from the hospital the following day.

Manufacturer narrative:
Mml reference #: (B)(4). B2-other: suspected dural puncture.

Event description:
It was reported that the implanting physician was new and being mentored by another surgeon at the time of the initial implant. The implanting physician was guided to angle the introducer needle 60 degrees to better grip the needle tip on the fascia. However, the implanting surgeon advanced the introducer needle quickly when clear fluid began leaking out of the end of the introducer needle. It happened in seconds, and the implanting surgeon was instructed to stop and retract the needle. It was assumed that the patient had a dural puncture as a result of the needle approach and placement. The implanting physician is new and being mentored by another surgeon trained and certified to perform the reactiv8 system implants at the time of the event; he is not a representative for mainstay medical. The device was implanted successfully. There was no negative impact on the patient.the patient was discharged from the hospital the following day.